Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. The consumer reported that the device worked very little for her since implant; the patient had no relief and did not feel stimulation. Therapy was turned off for 6 months or more. The healthcare provider advised the patient to leave the implant alone for now. The patient abandoned the device for a time since it worked very little for her. Additional information was received 6/8/2017. A loss or change in therapy was reported. The patient stated that initially the therapy was working for her, but now it was not working for the patient. The therapy was confirmed on, but the patient did not feel stimulation. The patient¿s doctor suggested the ins be reprogrammed. It was also reported the patient had a fall (timeframe unknown). The patient was unsure whether they had ever tried any of the other programs that are currently installed since implant in (B)(6). Patient services assisted the patient in changing programs from 2 to 3, and the patient stated they were most comfortable a at 0.3 amplitude. A manufacturer's representative planned to meet with the patient for troubleshooting. No further complications were reported or are anticipated.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient experienced an increase in frequency and incontinent episodes related to the loss of stimulation. Actions/interventions taken to resolve the loss of stimulation included changing programs; the patient was scheduled to see their doctor on (B)(6) for programming and further assessment. It was noted that the cause of the loss of stimulation was unknown. No further complications were reported/anticipated.